Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and the customer successfully reset it, with no recurrence of the malfunction code.